Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using two proglide devices after a percutaneous transluminal angioplasty procedure. The arteriotomy was 6fr. The suture of both proglide devices broke. The proglide devices were removed and hemostasis was accomplished with manual compression. There were no adverse patient sequelae reported. The physician is reportedly trained in the use of the proglide device. No additional information was provided.